Manufacturer narrative:
Due to character limit e1 initial reporter name- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check cardiosave intra aortic balloon pump(iabp), had a power-up test fails code # 10. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (medical device ¿ problem code, type of investigation).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2, h6 (component codes).

Manufacturer narrative:
Updated fields: b4, e4 (initial report sent to FDA), g1(contact person mfg site), g3, g6, h2, h6(medical device problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service technician (fst) discovered the issue. The machine warns power-up test fails code # 10 when turning on the machine. The fst performed 30 psi pressure transducer calibrations, but the power-up test fails code # 10 did not disappear because the date on the machine is not correct. Reset the date, the machine does not remember the current date. Tried changing the pcba board, exec processor and reset the date and test 30 psi pressure transducer calibrations again. It was found that the power-up test fails code # 10 warning disappeared when turning on the machine. Conclusion: it was caused by the pcba, exec processor board being damaged. Will offer the price of the pcba, exec processor board later. The customer has not yet approved the repair. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.